Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. The buttons were harder to push and less responsive, had to be pressed three to four times to get it respond. The alerts were faint barely could hear it. Sometimes could not hear the alerts and insulin pump rejected new batteries. The insulin pump had cracked reservoir compartment and insulin was squirting during priming. Insulin pump had slower rewind. The battery cap was hard and breaking off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.